Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the syringe module had a new alarm alert. When 10 minutes were left on the syringe infusion, a soft 3 beeping sound was heard. It was noted that it happened again with the same infusing syringe as the time counted down. The time of the subsequent 3 beeps was not noted. There was no message on the screen nor did the lights on the lighthouse bink or change. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported that the syringe module had a new alarm alert. When 10 minutes were left on the syringe infusion, a soft 3 beeping sound was heard. It was noted that it happened again with the same infusing syringe as the time counted down. The time of the subsequent 3 beeps was not noted. There was no message on the screen nor did the lights on the lighthouse bink or change. There was patient involvement but no harm.